Event description:
It was reported that the rechargeable battery was not charging and appeared to have melted. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.